Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for dystonia, essential tremor, and movement disorders. The device wasn't functioning right. Additional information was received from the patient on (B)(6), stating that the device not functioning was experienced a few months ago. Patient also noted that it was only the right side ins that was not functioning, and the cause of the issue was because there was no or less efficiency/bars were empty. It was noted that a new antenna was sent to the patient and the issue was resolved. No symptoms were reported. No further complications were reported.